Event description:
Reporter alleged the needle that is a part of the softclix lancing system used in finger-stick blood glucose testing protrudes outside the device and does not retract. No actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.